Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving her inaccurate high readings as compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that (B)(6) 2012 at 10:00am, she obtained the alleged high readings of "257 and 362mg/dl". The patient stated that she manages her diabetes with "shots (other than insulin)" and it is not known if the patient made any changes to her usual diabetes management routine in response to the reported issue. Ten to fifteen minutes after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness, blurry vision, rapid heartbeat, confusion and feelings of passing out" and immediately self treated with food/drink in response to these symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.